Event description:
It was reported by service report that the foot end will not go down and the bottom cover was broken. It is unk if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: hardware, bottom cover.